Event description:
Customer is reporting a complaint on product # 8645wl. Customer states that the hospital staff left a patient with the alarm having a solid blue light & green light for active monitoring. The staff found the patient had slipped out of their chair onto the floor. The alarm had not activated. Staff tried to pair the alarm and sensor and they would not pair correctly until the alarm was power cycled.

Manufacturer narrative:
H3 the device was returned and evaluated by posey products; at which time, it was found to be functioning according to manufacturing specifications as the device sounded properly when in use with a sensor pad and passed all functional testing. The unit was returned with site stickers attached to the exterior housing. Rattling sounds can be heard from inside when the unit is shaken. The sensor pad was not returned flat as it was folded and stuff inside the fedex packaging box that is not wide enough for the sensor pad. There are creases observed throughout the sensor pad as a result of folding. The pad has been noted at the lower left corner, 3/16 320. The first use and expiration dates have not been filled out. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time, testing of the device in question shows no evidence that a manufacturing nonconforming contributed to the reported complaint. Therefore, no corrective or preventive actions will be initiated at this time. Per tidi procedures, complaints for this device will continue to be trended and reviewed on a monthly basis. Manufacture reference file number (B)(4).